Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (fse) that during routine preventive maintenance cardiosave intra aortic balloon pump (iabp) had multiple 107 fault code in logs.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - b5, h6 (medical device ¿ problem code) a getinge field service engineer (fse) replaced front end board. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during preventive maintenance the cardiosave intra aortic balloon pump (iabp) had multiple 107 fault code in logs. There was no patient involvement or adverse event reported.